Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Low bg cause was not known and the customer consumed glucagon and glucose tablets to treat the low bg. Reportedly, the customer was unable to wake up until the customer's husband administered baqsimi to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.